Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the distal end of the chisel broken during surgery. A second chisel was used to complete the case. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The reported event was confirmed by visual inspection. Upon visual inspection of the returned devices shows that the device is fractured along the connection where the blade goes in on the handle. There were excessive wear and impact marks noted on the chisel handle indicating excessive usage. All parts were not returned back for investigation. Sem analysis of the device shows that the visible fracture surface artifacts suggest a probable bending overload fracture. The xrf scan photo verifies the plate material as appropriate stainless steel alloy. No surgical notes were provided for this event. Based on the information available, root cause can be determined as fracture due to normal wear and tear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.